Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the tubing part of a groshong catheter was shredded from the connector. It is possible that it was pulled. There was no reported patient injury. No other information was provided,

Event description:
It was reported that the tubing part of a groshong catheter was shredded from the connector. It is possible that it was pulled. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 5fr dual lumen groshong nxt clearvue with end caps. Use residue was observed on the sample. A shared break was observed between the catheter shaft and the molded joint. The catheter was lightly stretched which revealed necking and tensile weakness in the vicinity of the break. Microscopic inspection of the break surface on the catheter shaft revealed a granular, uneven surface. The features of the break surface, material necking, and tensile weakness were consistent with damage due to tensile stress. The location of the damage suggested that catheter securement techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.